Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, while removing the guidewire from the s1 vertebral body following a screw insertion, a "significant portion of the wire broke off and remained lodged in the patient's vertebral body". A revision surgery is planned. No further details are known at this time.